Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the right hypogastric artery using a lantern delivery microcatheter (lantern) and non-penumbra catheter. During the procedure, while advancing the lantern through the catheter, the proximal shaft of the lantern kinked. Therefore, the lantern was removed. The procedure was completed using a new lantern and the same catheter. There was no report of an adverse effect to the patient.